Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e. Evaluation: the device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file found that the device performed to specification. The device was powered on with battery only and appropriately warned the users of "low battery" and "replace battery" before shutting down. There are no errors or evidence of an appropriate shutdown. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the patient subsequently expired.